Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 28.4 mmol/l. Customer's blood glucose value was 21.0 mmol/l at the time of the call. The customer was treated with insulin pump. The customer reported that he changed the infusion set and noticed that the cannula was straight. Troubleshooting was not performed because the customer declined to perform troubleshoot and did not believe that issue was related to insulin pump. The customer was advised to change out the infusion set more often. Product is not expected to return. Additional device related incident: infusion set ((B)(4)).